Event description:
It was reported that a user received a ¿pairing failed¿ alert when attempting to connect a dexcom g7 sensor to the ilet, but upon verification the sensor had paired successfully, and glucose readings were available; the event was managed through troubleshooting and education with transfer to the partner organization for sensor-related support. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included a user interview and verification of device status. Investigation of this case revealed a transient communication or pairing anomaly that self-resolved, with no persistent device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or connectivity factors that could not be reproduced and are consistent with normal operational variability.